Event description:
The international customer reported that the ventilator had a vent inop occurrence due to a data acquisition reference failure. The ventilator was not in use on a patient therefore there was no patient harm or involvement. Review of the device diagnostic log confirmed the occurrence. The distributor's service technician replaced the cpu pcb board per product support. A vent inop condition during operation will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced.